Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 767 mg/dl. Customer went to the hospital on (B)(6) 2017 at 6:00 am and treated their high blood glucose level via insulin drip. Customer advised they were wearing the insulin pump at the time of hospitalization.